Event description:
The a2009 ultra 360 patient positioning system was being used during a case when one of the locking handles on the unit would not remain locked. There was no patient injury, however, the incident led to an 15 minute increase in the surgery time.

Manufacturer narrative:
Integra has completed their internal investigation on 10jan2017. The product was not returned for evaluation. A DHR review cannot be performed at this time as the lot number was not provided nor was the product sent in for inspection. This review will take place once either or has been provided. A two year lookback in trackwise for similar complaints "one of the locking handles on the unit would not remain locked for this product ID shows that two complaints were received. No new design or manufacturing trend has been identified. This issue will be monitored. In summary - the device was not released for evaluation therefore the root cause to the end users experience could not be determined. This complaint will be reopened should we receive product.